Event description:
The following was reported to hamilton medical ag: oxygen concentration alarm, oxygen cell failure. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr 1 information: correction of device. The device involved is a hamilton-g5, not a hamilton-c1.

Event description:
The following was reported to hamilton medical ag: oxygen concentration alarm, oxygen cell failure. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr 1 information: correction of device. The device involved is a hamilton-g5, not a hamilton-c1. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g4, g6, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up nr 1 information: correction of device. The device involved is a hamilton-g5, not a hamilton-c1. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g4, g6, h4, h11. Follow-up 1 - investigation results. Updated fields: b4, b5, d1, g3, g6, h2, h6, h11. During the investigation process, no malfunction with the device was identified, only a calibration of the o2 cell was required. After the calibration, the device worked as intended. The event occured after start-up. Hence, no patient was involved.

Event description:
The following was reported to hamilton medical ag: oxygen concentration alarm, oxygen cell failure no patient involvment.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen concentration alarm, oxygen cell failure. No health consequences or impact.